Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. Customer reported the bd cpu was replaced.

Manufacturer narrative:
Puritan bennett was not authorized to service the ventilator. As per customer unit functioned as per hospitals specs.